Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient forgot to remove the needle guard on (B)(6) 2025 noticed after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.